Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ displayed a system error that is only temporarily resolved by performing an opcheck test with the error returning. There is no reported pt involvement.